Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9736113, version #: 1.0.5. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative tried to boot the system and it went to the blinking cursor on the main cart. Troubleshooting involved technical services stepping the rep through the fix for the grub menu which included pressing "f" for fix, with resolution. The time was off by a few hours, which the rep corrected. No patient was present at the time of the event.